Event description:
The customer reported to customer service that their transformer had frayed and exposed wires.

Manufacturer narrative:
A replacement power adapter was sent to the customer. In f/u with the customer, she indicated that she did see sparking from the exposed wire on the transformer, but that there were no injuries sustained as a result of the issue. Though the product was received, an eval was not available at the time of this report. If a breach in the insulation at the strain relief was present it could result in sparking. Should add'l info become available resulting in new, changed, or corrected info, a f/u report will be filed at that time. As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.